Manufacturer narrative:
The insulin pump was received with blank display after battery insertion when counting up to seven, problem isolated to mother board. The insulin pump was unable to verify for alarms due to blank display. The insulin pump received with minor scratched display window and cracked case at display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer called in to report the battery to the device died and shut the insulin pump off, then when turned device back on and began to reprogram, the device alarmed external flash error. Customer stated the error shut the insulin pump off. The customer also reported an after battery change alarm. The customer's blood glucose level was 465 mg/dl and treated with manual injection. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.